Event description:
It was reported that the patient experienced ¿electric-type shocks¿ at the site of their implantable neurostimulator (ins) and at the incision where the ¿wiring¿ was even when the ins was not on. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).